Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The patient¿s spouse contacted dexcom technical support because she received the fas receiver letter. The patient¿s receiver serial number matched the one listed in the letter, which is what prompted her to contact dexcom. The patient¿s spouse reported that the patient used the dexcom receiver as his primary cgm display device and it had previously worked well. It was always with him in his pocket, ¿like a family member.¿ she mentioned that he had dementia, and she managed his care. There was also a recently purchased iphone on which the pharmacist grandson had installed the g7 app; however, this was not his primary display device. The daughter who lives next door was a follower that way. In the early morning of the patient¿s death, the spouse indicated she did not receive any high glucose alert from the receiver. She heard no sound from either the receiver in his pocket, nor from the iphone. Location of the iphone was not relayed. Around 0200 the day of his death, she had been awake since she does not sleep well. She checked on his receiver and noted the cgm reading to be 375 mg/dl. She was concerned because she had received no audio for the high glucose alert. She retrieved insulin and administered it to him. She did chores for 2-3 hours and around 0445-0500 she checked on him again. At this time, he was unresponsive and the cgm reading on the receiver was still reportedly 375 mg/dl. Again, she did not receive any high glucose alert from the receiver. She went to retrieve another insulin injection, but upon her return, the patient was deceased. She did not have an autopsy performed. A return goods kit has been sent to the patient¿s family to return the receiver for investigation. A follow up report will be submitted upon device investigation completion if the device is returned. A review of the performance data from the mobile app indicates that the sensor session started at 11:04 pm on (B)(6) 2025. The session lasted until 10:19 am on (B)(6) 2025. According to the alerts schedule the high alert and the sensor error (no readings) alerts were set to match phone settings. On (B)(6) 2025 at 11:34 pm the user received a high glucose alert which repeated every 5 minutes until acknowledged at 12:03 pm on (B)(6) 2025. On (B)(6) 2025 the users estimated glucose values (egvs) were above their target range up until 5:34 pm when they dropped below 350 mg/dl. At 8:04 pm the egvs reached 350 mg/dl and the high glucose alert occurred again. This alert repeated every 5 minutes until auto cleared at 12:19 am on (B)(6) 2025. On (B)(6) 2025 at 2:29 am the users egvs reached 350 mg/dl and the user received another high glucose alert. From 2:34 am through 4:29 am the users egvs continued to rise until reaching high (>400 mg/dl) at 4:34 am. The egvs then remained high (>400 mg/dl) and the alert repeated every 5 minutes until 9:39 am when the sensor began to experience brief sensor issues. At 10:00 am a no reading alert occurred, which repeated every 5 minutes. The brief sensor issues continued until 11:04 am. Subsequently, sensor session data ended for an undiscernible reason. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).